Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormality was found. One representative sample was checked on IV & np cannula appearance and np gap, and all results meet the specification. Pen needle product has 100% missing cannula and IV point quality and np excessive angle inspection by visual system, and defect part will be rejected automatically. Based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the pen needle 31gx5mm was not working/functioning. The following information was provided by the initial reporter: the nurse teacher of the department of endocrinology installed the insulin needle correctly (the insulin and the pen refill was installed in parallel) and prepared for injection. But it was found that the needle couldn't exhaust, the end of the pen needle was bent.